Event description:
It has been reported to philips that the table was moving too much when taking the patient off the table. The table was locked. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and could not confirm that the brakes on table not staying in lock position when taking the patient off the table. Fse checked the operation of the table, removed the table covers, cleaned the pivot brake track, and made adjustments to the pivot friction brake. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.